Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that was not able to replicate the "localizer not found" issue, but was able to get the system to slow down a little by opening multiple exams without exiting the procedure. The ma instructed the site that the exam needs to be exited before loading another patient. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the surgeon stated that the system was running slowly and a few times, it stated "localizer not found". The medtronic representative (mr) was unable to replicate the issue on the system. The self-test showed all green status. The mr deleted old patients off of the system, and when he moved to navigate with the patient archives, the system behaved normally. The surgery was completed with navigation and there was no impact on patient outcome. Technical services (ts) reviewed the archive and was unable to replicate system slowness with archive alone. It was noted there was no plans and only 1 exam on the archive.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.